Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the emergency room on (B)(6) 2018 after having felt the patient notifier days prior. Upon review, the implantable cardioverter defibrillator exhibited backup operation due to event queue overflow. A device download was successfully performed.